Event description:
A facility reported that when the mlx 300w xenon lightsource (00mlx) was plugged in, the unit got hot and smelled like smoke. It is unknown whether there was patient involvement; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The suspected mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. Evaluation of the lightsource identified that the mirror inside the unit was damaged. With the mirror damaged, this could cause the lightsource to overheat inside the unit as reported. The mirror has been replaced to correct this issue. Root cause analysis: the issue of this xenon lightsource getting hot and smelling like smoke is most likely caused by overheating of the device, due to the broken mirror. The broken mirror was most likely caused by rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.